Event description:
On (B)(6) 2009, the pt reported that it appears the battery of the infusion device is depleting quickly and he has never received an a2 (battery low) alert. He stated that he changes the battery approx every 2 weeks. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.